Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. Very limited information was received. The hoop dispenser, the inner pouch, and the external box were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed/decontaminated before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The detached and stretched coil was returned inside a small separate bag from the device positioning unit (dpu). Both the coil¿s proximal socket ring and distal coil section of the soldered section have been unraveled from the solder. No material defects were found. The distal section of the coil has been knotted. The coil was found to have been mechanically detached. The dpu could not be advanced outside the distal tip of the green introducer due to distal interference. This interference was found to be detached debris in the form of dried contrast granules. Minute particles can be seen fracturing or flaking off the main body of the debris. Regardless of the debris source and origin, this substance does not exist in the manufacturing facility. No manufacturing defects were found. The complaint of the premature coil detachment is confirmed. While the definitive root cause of the coil¿s detachment cannot be determined as all coils are inspected 100% prior to final packaging, a contributing factor of a contrast-like granule substance was found inside the distal section of the green introducer at the distal tip of the coil¿s ball tip obstructing the coils advancement. Minute particles can be seen fracturing or flaking off the main body of the debris. This debris may have temporarily anchored the coil contributing to the coils unintended detachment. There is a high degree of probability that this foreign substance originated inside the treatment room as this substance, regardless of the debris source and origin, does not exist in the manufacturing facility and would have been easily detected during final inspection. In addition, without the return of the original shipping box, hoop dispenser, the inner pouch, and the external box, it cannot be determined if these components were damaged or contributed to the microcoil¿s unintended detachment. The complaint of the coil stretching is confirmed. While the definitive root cause of the coil stretching cannot be determined as all coils are inspected 100% prior to final packaging, a contributing factor of a contrast-like granule substance was found inside the distal section of the green introducer at the distal tip of the coil¿s ball tip obstructing the coils advancement. Minute particles can be seen fracturing or flaking off the main body of the debris. This debris may have temporarily anchored the coil contributing to the coils stretching and unraveling during coils preparation. There is a high degree of probability that this foreign substance originated inside the treatment room as this substance, regardless of the debris source and origin, does not exist in the manufacturing facility and would have been easily detected during final inspection. In addition, without the return of the original shipping box, hoop dispenser, the inner pouch, and the external box, it cannot be determined if these components were damaged or contributed to the microcoils stretching and unraveling. A review of the manufacturing documentation associated with this lot (c33383) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the premature coil detachment and coil stretching is confirmed. While the definitive root cause of the coil¿s detachment cannot be determined as all coils are inspected 100% prior to final packaging, a contributing factor of a contrast-like granule substance was found inside the distal section of the green introducer at the distal tip of the coil¿s ball tip obstructing the coils advancement. Since there was no evidence of a manufacturing issue related to the event neither from the DHR nor the analysis, no corrective action will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant medical products: enpower dcb / cable (lots unknown). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, before the procedure during the priming the microcoil of the deltaplush (cpl10015230/c33383) was found to be unraveled. Another coil was used instead. The procedure was completed without further issues, and there were no patient injuries or complications. The procedure was the coil embolization of an aneurysm at the internal carotid artery to treat sub-arachnoid hemorrhage. The complaint product was new and stored per labeling instruction. There were no other damages reported on the complaint coil other than the unraveling. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No further information is currently available. It was reported that the product is available for analysis. Product was received detached, it is unknown when the complaint coil detached.